Event description:
The following has been reported: biomed reported: "screen flickering" no active infusion stopped or any patient harm. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for screen input issues. During initial evaluation it was observed the pump was registering ghost touches on the lcd and activating certain menus, particularly if the pump was bumped on the side. An internal investigation found the touch input flex cable had wear patterns that suggest that the pump experienced an impact at some point that pulled the cable to the end of the pad. Due to this poor connection, the lcd experienced intermittent issues, but once the wire was properly reseated the issue resolved. A new lcd will be installed which includes a new touch input flex cable. No other damage was identified.